Event description:
Patient coded at the end of 3.5hour treatment. Patient became unresponsive while returning blood, no pulse, chest compressions were started along with high flow oxygen until paramedics arrived. CPR was started and stopped after 25 minutes. Dialysis treatment: 3.5 hours 3 times a week. 1.0k, 2.5 ca, 37 bicarb, 140 na.

Event description:
Patient coded at the end of 3.5hour treatment. Patient became unresponsive while returning blood, no pulse, chest compressions were started along with high flow oxygen until paramedics arrived. CPR was started and stopped after 25 minutes. Dialysis treatment: 3.5hours 3 times a week, 1.0k, 2.5 ca, 37 bicarb, 140 na.